Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes are not clotting properly. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2025-02127 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes are not clotting properly. No adverse impact was reported regarding the patient or user.